Event description:
On (B)(6) 2012, it was reported that the pt's device displayed e8 (power interrupt). The pt could not clear the error cause the check button was not functioning. The pt stated that the soft rubber component of the up, down, and check buttons is damaged. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.